Manufacturer narrative:
D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a soundstar and a ¿wrong label¿ issue was observed. During the use of the soundstar catheter for intracardiac ultrasound 8 fr, it was found that the handle had the wrong label. When turning the catheter to the left, it moved to the right, and vice versa, according to the commands on the handle. The doctor, with the catheter already in the patient, noticed that the catheter did not respond to the commands given. The doctor chose not to open a new catheter, as this situation did not influence the procedure performed. There was no patient consequence reported. Additional information was received. Provided pictures. The catheter handle label had the problem. The physician reported that the legend on the label was inverted. What should have been written right was written left, and the same situation for what should have been written left was written right. When the physician turned the handle to the left, the tip of the catheter went to the right, and when turning the handle to the right, the tip of the catheter went to the left. The item was returned and the label with the information exchange is on the handle (more rigid black body) on the catheter. They will not be able to send the product for analysis. The wrong label issue was assessed as MDR reportable. The issue described as ¿when turning the catheter to the left, it moved to the right, and vice versa, according to the commands on the handle¿ was assessed as non MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a soundstar. During the use of the soundstar catheter for intracardiac ultrasound 8 fr, it was found that the handle had the wrong label. When turning the catheter to the left, it moved to the right, and vice versa, according to the commands on the handle. The doctor, with the catheter already in the patient, noticed that the catheter did not respond to the commands given. The doctor chose not to open a new catheter, as this situation did not influence the procedure performed. There was no patient consequence reported. The picture investigation was completed on 21-may-2025. A picture was received for evaluation following johnson & johnson medtech's procedures. The deflection position of the catheter cannot be confirmed based on the pictures provided by the customer. Therefore, the reported issue cannot be confirmed. A device history record review was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was not confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).